Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the corners of the top case were chipped, the tabs on the bottom case were broken, both plunger cases were cracked, and there was dried fluid down the backside of the pump. A review of the event history log (ehl) identified invalid syringe size. During the functional testing the reported issue was able to be duplicated. There was contamination on size pot. The root issue was caused by the customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced size pot. Performed preventative maintenance, power up process, calibration, and all functional tests which passed.

Event description:
It was reported that the pump was not recognizing the syringe. No patient injury was reported.